Manufacturer narrative:
Product analysis: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that there was a failed angio-seal instance where the patient developed a retroperitoneal bleed shortly after the 6f angio-seal evolution was placed. The patient expired shortly after. No additional information was available.